Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, pump error 53 (linenumber=1659 filenumber=736) alarms confirmed in the pump history files on (B)(6) 2024 at 09:44:01.000. Force sensor zero offset (within) specification (23.9mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and cracked keypad overlay. Alleged critical pump error (open book image) alarm¿and e/a alarm unspecified not confirmed during testing or in the pump history/trace files. However, pump error 53 (linenumber=1659 filenumber=736) alarms confirmed in the pump history files on (B)(6) 2024 at 09:44:01.000 due to csn message queue overfull (suspected software anomaly) as per global logic analysis esf#5085133. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an e/a alarm unspecified. The customer reported no adverse event. The event involved product(s) mmt-1886. The information in this por has been provided by an external service provider and contains all information available. The customer reported the critical pump error. As such, further details cannot be obtained. The troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.